Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor had a blood/fluid obstruction. It was also noted that the lead was damaged at implant.

Event description:
It was reported that the lead was implant attempted but not used due to the lead could not track over the guide wire. No patient complications have been reported as a result of this event.